Event description:
Status post bilateral breast implants 1988. Pt involved in auto accident 12/3/93 in which air bags inflated and implants ruptured. Confirmed on MRI. Prosthesis removed decontaminated, and given to pt per request of pt.